Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of a display anomaly from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that he cannot read the screen anymore due to scraps on the screen. The customer stated that he had some failure errors and it diminished the battery life as well. The customer stated that the deep scratches caused opaque parts. The customer stated that the damage is across the lcd screen. The customer stated that he has to work at it to properly read the screen. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.